Event description:
Customer reported that while pipetting on summit, it was noticed that insufficient volume was delivered to well h1 on the microwell plate. The instrument failed to generate an error. The device engineer could not duplicate the problem and verified proper operation. No death or serious injury was associated with this incident.